Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 10am. The patient stated that she obtained results of "204, 202 and 228 mg/dl" compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "increased heart rate" within 1 hour after the alleged inaccuracy began; however she denied that she received treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that she developed the symptom of "increased heart rate" after the alleged inaccuracy began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.